Event description:
It was reported the lead was explanted and replaced due to high impedance, noise, and oversensing. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; distal segment returned and analyzed. It was reported the lead was explanted and replaced due to high impedance, noise, and oversensing. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok". Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event impedance, high interference oversensing.